Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that short v-v intervals, high thresholds and loss of sensing were observed on the right ventricular lead. Dislodgement from the ventricle was confirmed and a procedure was carried out to reposition the lead. No patient complications have been reported as a result of this event.